Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with a non-rechargeable ipg on (B)(6) 2008. It was reported that her ipg was explanted and replaced on (B)(6) 2011 due to battery depletion and loss of stimulation. No program parameters were provided to determine if the ipg had reached its expected end-of life. Effective stimulation was recaptured for the pt as a result of receiving the replacement ipg. The explanted ipg has not yet been returned to the MFR for analysis.